Manufacturer narrative:
The c3c reagent lot number was 88496501, with an expiration date of 31-may-2027. The c4 reagent lot number was 86401101, with an expiration date of 31-jan-2027. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant complement c3c ver.2 and tina-quant complement c4 ver.2 on a cobas pro ssu. The sample initially resulted in the following values: c3c = 63 mg/dl, c4 = 7 mg/dl. The client site questioned the results since they were not consistent with the patient's history. The sample was repeated, resulting in the following values: c3c = 125 mg/dl, c4 = 15 mg/dl. The repeat values were deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The alarm trace showed multiple sample short alarms near the time of the event. The field service engineer inspected the analyzer. Maintenance was performed on the analyzer. Precision testing recovered within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.